Event description:
The customer reported that the AED will not power on and the asi is blank. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on and the asi is blank. The maintenance schedule is reported as "hasn't been checked in a few years". Communication with the customer: the customer reported that the device hasn't worked in a few years, and this is the first time they have tried to get it to work. The battery pack has an expiration date of aug 2027, and the pads have an expiration date of jul 2022. Referred the customer to the distributor to order new pads and a battery pack. Sent a data card for the customer to download the log file and send to the manufacturer for further analysis. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.